Event description:
It was reported that the non-preloaded monofocal sensar 3-piece intraocular lens (iol) had a bent back haptic. Follow-up indicated that the scrub technician experienced difficulty loading the lens, which appeared to result in the back haptic being bent or broken. The issue was identified after the lens had been fully implanted into the patient¿s eye during the procedure. Consequently, a secondary surgery was required to replace the lens. An attempt was made to use a backup lens, however, it was also loaded incorrectly, and no model or serial number was provided for this backup lens. It was stated that there was no user error. No further information is available.

Manufacturer narrative:
Section a2 (age), a3b, a4, a5 and a6: unknown; information not provided. Section d4: catalog number, serial number: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.